Event description:
It is reported that the implanted plate was broken, without an apparent trauma. The pt was revised.

Manufacturer narrative:
Eval summary: if the bone was not properly reduced during surgery and no bony union ever took place (or malunion took place), then the implants could have been subjected to long-term loading and failed under fatigue. An exact cause of failure cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.